Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Intra-operative implant breakage it was reported that when the surgeon tried to remove the healicoil sa pk 5.5mm inserter, it broke just above the laser line. Procedure was successfully completed with a back-up healicoil device. The original anchor was left in place. An additional bone hole was required to be drilled as a result. A 40 minute delay was noted. The doctor had to covert to a mini-open procedure to remove the piece of the inserter that broke off.

Manufacturer narrative:
Device investigation narrative - one 5.5 mm pk sa healicoil anchor inserter was returned for evaluation. Visual assessment of the inserter confirmed the reported complaint of the distal tip breaking off. The tip has broken off at the weldment. Dimensional assessment of the shaft and tip found them to meet print specification. A review of the complaint database confirmed this failure mode to be isolated in nature. No additional actions are warranted at this time. (B)(4).